Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, this device was determined to be not reportable. It was reported from the surgeon that the tibial nail was initially implanted in an incorrect placement which led to revision of the nail. The associated screws are not implicated in the incorrect placement and did not cause or contribute to the reported event.

Event description:
Upon receipt of additional information, this device was determined to be not reportable. It was reported from the surgeon that the tibial nail was initially implanted in an incorrect placement which led to revision of the nail. The associated screws are not implicated in the incorrect placement and did not cause or contribute to the reported event.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: tibial nail - yellow 9.3 mm diameter 32 cm length: catalog#47249532009, lot#65060870; tibial nail cap 10 mm height: catalog#47248700510, lot#65166398; 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head: catalog#47248403050, lot#65167378; 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head: catalog#47248404250, lot#65035192; 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head: catalog#47248403250, lot#65007866; unknown 5-793.3r variax stryker plate: catalog#ni, lot#ni. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported via a clinical study that a patient underwent an open reduction of a two-stage fibula fracture and distal tibial fracture following a motorcycle accident. Subsequently, eight (8) months post-implantation, the patient began to have complaints while walking and underwent revision surgery due to malunion of the fracture. It was reported that the tibial nail was implanted in the incorrect position during the initial surgery, resulting in misalignment of the ankle. The tibial nail was revised and the outcome has been reported as resolved. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
(B)(4). A2: year of birth 1982. D10: medical product: tibial nail - yellow 9.3 mm diameter 32 cm length: catalog#47249532009, lot#ni; tibial nail cap 10 mm height: catalog#47248700510, lot#ni; 5.0 mm diameter cortical screw - red partially threaded 3.5 mm hex head: catalog#47248303050, lot#65167378; 5.0 mm diameter cortical screw - red partially threaded 3.5 mm hex head: catalog#47248304250, lot#65035192; 5.0 mm diameter cortical screw - red partially threaded 3.5 mm hex head: catalog#47248303250, lot#65007866; unknown 5-793.3r variax stryker plate: catalog#ni, lot#ni. G2: foreign: germany. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2023-01611; 0001822565-2023-01612; 0001822565-2023-01613; 0001822565-2023-01614; 0001822565-2023-01616. Customer has indicated that the product will not be returned to zimmer biomet for evaluation as the product has been discarded. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.